Manufacturer narrative:
Fast battery depletion at end midlife. Reason cannot be determined.

Event description:
It was reported that varying device longevity was measured between two follow ups. The device is still implanted and in use. The physician decided to monitor the situation only. The patient¿s condition is fine.

Manufacturer narrative:
(B)(4).